Event description:
This report summarizes 2 malfunction events in which the device had debris in sterile package. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were not available for evaluation. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly contaminated during manufacture or shipping. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.